Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) implant procedure, the right ventricular (rv) lead impedance measured zero value when it was connected to the ipg device. The device pocket was re-opened, the rv lead was unplugged and replugged back into the device header and the readings were fine. Both the lead and the device remain in use. No patient complications have been reported as a result of this event.